Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device needed a system upgrade to 1.6 and the downstream occlusion (dso) seal bubbled and had a hole in it. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was bubbled and the upstream occlusion (uso) seal was worn. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing verified the reported problem. The investigation determined that the downstream occlusion seal was bubbled and was the cause of the issue. The dso and uso seal were replaced.